Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead triggered a warning for high impedance. The lead impedance trend show multiple high impedance paces. High impedances could not be reproduced and no other changes were seen. There were no known procedures that occurred around this time. The lead remains in use. No patient complications have been reported as a result of this event.